Manufacturer narrative:
(B)(4). A visual inspection and clamp function test performed on the device confirmed the allegation of broken occluder feet on the device. Leak and clear passage tests were performed with no issues noted. No adverse trends were identified for the reported issue to date and the cause of the broken occluder feet was undetermined. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During the evaluation of a transfer set, it was noted that the occluder feet were broken. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12b28037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The initial investigation confirmed the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.